Event description:
It was reported that a chemoclave® vented bag spike contributed to an occlusion during use. It was stated in the report that the drug could not drip. Trastuzumab emtansine was involved in the event. There was no bleedback reported. The product is not a biohazard, and the device was not reprocessed/resterilized. There was patient involvement reported, and no patient harm/adverse event was reported. There was no delay in critical therapy.

Manufacturer narrative:
Device has been received but evaluation has not been completed.

Manufacturer narrative:
Sample #1. One (1) used. List #ch-14, chemoclave® vented bag spike; lot #unknown. - one (1) used. List #unknown, 0.9% sodium chloride 250ml bag; lot #unknown. Pre-engineering evaluation: trastuzumab emtansine solution residuals observed in received two (2) used with list #ch-14 and mating devices. Sample #2. One (1) used. List #ch-14, chemoclave® vented bag spike; lot #unknown no visual damages or anomalies were observed on either sample. The reported complaint of no flow could be confirmed. The returned samples were tested and were unable to flow. The samples were disassembled and found to have a bent spike. The probable cause of the bent spike is a molding defect in salt lake city. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.